Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by a faulty power switch, a definitive root cause of the light source not powering up could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the power switch malfunctioned causing the evis exera iii xenon light source to not be able to power up. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found front panel mouth was cracked. Faulty old version main power switch. Worn out scope socket slider switch caused intermittent use of high intensity mode. Corrosion inside scope socket tubing. Lamp life over 500 hrs. And expired. Lamp had burnt spot. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.